Manufacturer narrative:
UDI information added in this supplement.

Event description:
Customer state " 12 kits part: 584909 contained 12 eaches part: 378210 lot#: 6047452 and 3 eaches part: 370146 lot#: 6046839 the safety shields were retracted". Surgical tech had only had a little nick trying to open 1 of the safety knives prior to surgery, no medical intervention was required.